Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number k011028 / k013227.

Event description:
It was reported that the implant was removed due to a fracture of the implant. Bone loss was also reported.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One (1) impl tapered scr-v ha 6mm 5.7mm 10mm (tsv6h10) was returned for investigation. Visual evaluation of the as returned product identified that there was bone debris on the threads. The implant was damaged due to the removal process. A fracture identified at the implant¿s threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review for the lot 63948220 revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number 63948220 for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of 3 years, 3 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.